Manufacturer narrative:
The manufacturer did not receive devices, x-rays or other source documents for review. Where lot numbers were received for the devices, the device history records were reviewed and found to be conforming. A cause for this specific clinical event cannot be ascertained from the information provided. A product failure cannot be confirmed. Should additional information become available and / or the device(s) be returned for evaluation and an investigation result be available, an amended medical device report will be filed. A tight monitoring is ongoing for revisions with us durom cups where the initial implant date occurred after the relaunch of the us durom cups. The need for further corrective measures is not indicated at this time. The distribution of this product was ceased meanwhile due to business reasons. Zimmer (B)(4) considers this case as closed. (B)(4).

Event description:
It is reported the pt received an implant on (B)(6) 2009 and was revised on (B)(6) 2011 due to pain and loosening.

Manufacturer narrative:
Additional information was received on 06/25/2015. The devices were returned and the result of the visual examination has been made available. Material deformation on rim segments d. Third party material found throughout articular surface and scallop de. Third party material is present between the circumferential fins for the rim segments c and d, in addition to being present on the porous coating. Material deformation on the outer rim on the articulating head. Third party material is present on the inner rim and minimally on the inner surface of the head adapter. The result of the examination did not change the results of the previous assessment. A tight monitoring is ongoing for revisions with us durom cups where the initial implant date occurred after the relaunch of the us durom cup. The distribution of this product was ceased meanwhile. Therefore, (B)(4) considers this case as closed. Zimmer's reference number of this file is (B)(4).